Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3598 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the nurse placed the PICC tube for the patient. After preparing the material, the blood vessel was selected under color doppler ultrasound. After the puncture was successful, the guide wire was inserted into the blood vessel and the needle was removed, local anesthesia, and the skin expansion cracked. After replacing the cannula sheath, it was delivered to the blood vessel smoothly.